Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144361.

Event description:
It was reported that the patient had an epidural hematoma after their implant. The physician did a decompression and surgical intervention took place where the implant was fully explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000144361.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.